Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion being treated was located in the second obtuse marginal (om2). The patient presented with chest discomfort. An echocardiogram, cardiac enzyme, and angiogram revealed a recent acute non-transmural myocardial infarction. A 3.00x24 mm taxus express2 stent was deployed in the second obtuse marginal (om2). The patient was instructed to take, and did take, plavix for at least 6 to 12 months following stent implantation. Three years and ten months post the stenting procedure, the patient suffered a myocardial infarction due to thrombosis in the stent located in om2. The patient underwent thrombectomy, cutting balloon angioplasty, and further stenting of om2.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.